Event description:
On (B)(6) 2012 customer reported that the nucleated red blood cell (nrbc) mix chamber, on the dxh 800 instrument, overflowed diluted blood solution from the top of the chamber. Customer stated that the volume of the leak was less than 2 ml and it occurred inside the instrument. However, the leak contaminated the cassette which was transported to the output buffer. No injuries were reported and no erroneous patient results were generated. Customer was notified that this issue was being investigated under CAPA 17936 regarding potential plugging of the mix chamber. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to use a 20-30 ml syringe to remove the contents of the nrbc chamber twice and rinse with deionized water in between. Customer inspected the syringe and confirmed that the particles were drawn out of the nrbc chamber. Daily checks were performed and passed and the customer confirmed that the nrbc mix chamber no longer overflowed.

Manufacturer narrative:
Evaluation: results: nrbc mix chamber. (B)(4).